Manufacturer narrative:
The account reported a patient had to have the foley catheter replaced three days in a row. Specific dates of incidents are unknown. The balloon burst on day one and new catheter was inserted. The next day the balloon burst and patient required a new catheter. On the next day the catheter fell out, it is unknown why this catheter fell out. Staff attempted to place a new catheter, the catheter split along the shaft just prior to insertion. The facility sent the patient to the hospital to have a catheter inserted from different stock. It is unknown how long the original catheter was in place prior to balloon bursting. Samples were returned; no definitive root cause at this time; however, based off of the condition of the two samples, it is possible that exposure to adverse external conditions may have led to accelerated material degradation over the life of the catheter. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that a patient had to have multiple foley catheters placed due to retention balloons deflating.